Event description:
Healthcare professional reported "confirmed bia-alcl case", "disease was diagnosed very early and quickly and patient had the possibility to be operated with radical asportation of the tumor, it is still a malignant disease, potentially dangerous, that is cause by this type of implants" and "liquid accumulation". Later, healthcare professional reported "asymptomatic patient shows sudden periprosthetic effusion", "bia-alcl present only in fibrinous exudate and in the inner surface of the periprosthetic capsule", "baker iii capsular contractures" and "extremely fine soft parts in a very lean patient", "a lymph node of 11 mm of altered morphology that appeared new", via histopathology report "breast implant-associated anaplastic large cell lymphoma (bia-alcl)", "neoplasm confined to the fibrinous exudate and the inner surface of the capsule (stage pt1)", "associated chronic phlogosis with a gigantocellular component of the foreign body" and "immunohistochemical analyses show cd30, cd43, cd3 expression in the absence of alk expression". Also observed in MRI "adenopathy was removed resulting in chronic lymphadenitis and perilymphadenitis with foci of necrosis and granulomatous reaction" which is deemed not related to the device. This record is for the left side. Device was explanted and is unavailable for return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "bia-alcl, seroma, lymphadenopathy, and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, the reported event of lymphoma-alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of biaalcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Reason for reoperation: bia-alcl, seroma, lymphadenopathy and capsular contracture baker grade iii.